Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon investigation, the brown (lead 1-) and orange (lead 2-) wires along the cable connecting ECG c & d were broken inside the distribution node (dn). The cause of the test failure is the broken wires. The root cause for the broken wires was excessive force. No adverse event resulted from the broken wires.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ECG electrodes.